Manufacturer narrative:
Additional information received the drill used with the perforator was a midas rex (medtronic). The perforator clicked in place in the drill, and the recommended spring tests were being performed between each burr hole. All the parts were recovered. The procedure was completed with a replacement product available.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID 261221) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a potential cause of the disassembly may be related to component fit/connection. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend from field complaints.

Event description:
A facility reported a perforator (ID: 261221) "fell off and splashed into parts" when attempted to connect the perforator to the midas high speed machine during procedure. No patient injury reported and the event led to 10 minutes surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.